Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir compartment was broken and due to this reservoir was came off when inserting in to the insulin pump. The customer's blood glucose level was 227 mg/dl at the time of incident. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring.